Manufacturer narrative:
The user bent the probe too close to the tip. This caused the needle to break inside. Our labeling was reviewed, and clear warning is given and a diagram provided instructing the user where the probe can be bent and where not to bend.

Event description:
The needle fell out of the pencil.